Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced adhesions to bowel, adhesions, hernia recurrence, weakened abdominal wall, and severe and chronic pain/discomfort. Post-operative patient treatment included revision surgery, went through previous mesh, bilateral component separation, lysis of adhesions, and hernia repair with mesh.